Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise in unipolar pacing mode. The lead was programmed to bipolar mode and appeared to be functioning normally with no noise. Additional information was received over two years later that this rv lead was now surgically abandoned due to noise causing oversensing and pacing inhibition of 1-2 seconds (the patient is pacemaker dependant). It was noted that the apparent damage to the lead appeared to be from subclavian crush. A new rv lead and device were successfully implanted and there were no adverse patient effects reported during the procedure.

Manufacturer narrative:
This lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.